Event description:
It was reported that a user experienced hyperglycemia that prompted an emergency room visit, with cause unclear and no associated alerts or alarms reported; additional information was requested from the user. Symptoms included elevated blood glucose. Outcomes included medical attention at an emergency department without reported admission. Investigation included outreach to obtain event details and blood glucose information. Investigation of this case revealed insufficient information to determine a device-related malfunction or user-related factor. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.